Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's touch pen was off. Technical support (ts) showed the clinician how to calibrate the touch pen. The touch pen was working better after the caller had unplugged and plugged the touch pen back in. The device was restored to service. No patient complications were reported as a result of event.